Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that after putting a new battery on her insulin pump and it would not proceed to the homepage. The customer's blood glucose level was 157 mg/dl. The customer stated that the insulin pump only showed the medtronic logo popping out and appeared every 2 seconds and turns off. The insulin pump will be returned for analysis.